Event description:
The customer states the secure fit hip system is wobbling. Update -customer states the reamer attachment from stryker orthopaedics is too small for the hip stem. She said the reamer attachment was wobbling. There was no unintended cutting.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown reaming attachment.when completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding an unknown reamer that is too small for the stem and is wobbling was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation and insufficient information was provided. Consultation with the sales representative revealed that the user was using the wrong attachment. It is likely there are no issues with the reamer but device evaluation would be necessary to completely rule out any issues with the reamer.

Event description:
The customer states the secure fit hip system is wobbling. Update: customer states the reamer attachment from stryker orthopaedics is too small for the hip stem. She said the reamer attachment was wobbling. There was no unintended cutting.